Manufacturer narrative:
During the zoll investigation on april 14, 2022, the autopulse platform (B)(4) failed the drive train motor brake gap inspection. The root cause for the observed issue was that the brake gap was too wide (out of specification) and could not be adjusted, likely attributed to the age of the device. The autopulse platform was manufactured in march 2014 and is over 8 years old, past its expected service life of 5 years. Visual inspection of the platform found both head restraint wires were cut/broke off. The damaged head restraints do not render the autopulse platform non-functional. The likely root cause for the damage was due to mishandling. The top cover will be replaced to remedy the damage. The backlight of the lcd display did not illuminate intermittently when the platform was powered on. However, the display is still readable. This issue is likely attributed to the age of the device. The processor board will be replaced to remedy the issue. The autopulse platform passed the functional testing without any faults or errors. However, the drive train motor brake gap inspection was performed and found the motor's brake gap is too wide (measured at 0.014") and cannot be adjusted back into specification (0.008" ± 0.001"). The drivetrain motor will be replaced to remedy the issue. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During the zoll investigation on april 14, 2022, the autopulse platform (B)(4) failed the drive train motor brake gap inspection. No patient involvement.